Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer's blood glucose level was 135 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned to the analysis.

Manufacturer narrative:
The device was received with critical pump error and pump error 4 followed by a pump error 53 was present in the pump trace download, problem isolated to electronic assemblies. Unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. The device was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
The device was received with critical pump error and pump error 4 followed by a pump error 53 was present in the pump trace download, problem isolated to electronic assemblies. Unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. The device was received with scratched case and pillowing keypad overlay.